Event description:
It was reported that the lead exhibited high impedance and unacceptable thresholds. The lead was no longer used. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).